Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for damaged tube and packaging tray with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use tube was discovered to be broken with a bd vacutainer® lh 68 i.u. Plus blood collection tubes. The following information was provided by the initial reporter: broken tube = 1 sp.